Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A device history record could not be completed as no lot number was received. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported syringe 0.3ml 29ga 1/2in 7bag 420cas jp had its needle separate from the barrel. The following information was provided by the initial reporter, translated from (B)(6): "the customer (animal clinic) reported about needle/shield separation from the barrel."